Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented by edwards in a technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The following guidance is provided for sheath removal: ¿remove the esheath entirely without torquing ensuring the edwards logo is facing upwards¿. The minimum required vessel diameter for a 16fr sheath is 6 mm. In this case, the access vessel minimum luminal diameter was 5.8 mm. The smaller and less than indicated vessel diameter appears to have contributed to the vessel dissection. Other contributing factors include the patient¿s moderate vessel calcification with mild vessel tortuosity. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported by our japan affiliate that during a transfemoral tavr procedure, ilio-femoral artery dissection was observed. During serial dilation, the 16fr dilator could not be advanced so it was withdrawn. An 18fr sheath was inserted and ¿vascular resistance was checked¿; after which a 16fr dilator, 18fr dilator, and a 16fr esheath were inserted without resistance. A novaflex+ delivery system was inserted without resistance. Following implantation of a 23mm sapien xt valve, the delivery system and the sheath were withdrawn. Angiography showed a dissection extending from the internal and external iliac artery bifurcation to immediately above the bifurcation of the femoral artery. A percutaneous transluminal angioplasty (pta) balloon was inserted via the contralateral side and ballooning was performed in order to repair the dissection. Thereafter, a bare-metal stent was placed. It was confirmed by doppler that blood flow in the femoral area was restored. Angiography showed that most of the area of the dissection was covered by the stent; therefore the procedure was concluded. Two weeks post procedure, part of the femoral artery was not shown by CT. An emergency operation was conducted and it was revealed that the intima was detached from the distal end of the dissection and which caused a stenosis. The detached intima was surgically removed and angioplasty was performed. The minimum luminal diameter of the access vessel was 5.8 mm. There was mild to moderate calcification and mild vessel tortuosity